Manufacturer narrative:
A pride representative and the provider evaluated the device. They could not find anything wrong with device. The device is working properly.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Customer alleges he took his hand off controller and unit kept going and ran into a tv, table, and couch.

Event description:
Customer alleges he took his hand off controller and unit kept going and ran into a tv, table, and couch.